Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. The issue was unable to be reproduced. In addition, the following reportable malfunctions were identified during the device evaluation: noise occurs in the image and adhesive on a-rubber has a chip. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image noise attributed to circuit board failure and adhesive bonding was a result of component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex deflectable videoscope image flickers depending on angulation. The issue occurred during a diagnostic procedure and completed with the same device. There were no reports of patient harm.